Event description:
It was reported that a user of the ilet bionic pancreas experienced hyperglycemia after announcing a meal, with a cgm reading and confirmatory fingerstick of 381 mg/dl, while no infusion set leaks, pump alarms, or stopped insulin delivery were identified; the user was on a 6 mm, 23" infusion set. Symptoms included elevated blood glucose. Outcomes included telephone troubleshooting and education, including an infusion set change, after which glucose levels began to decline. Investigation included remote assessment of device status, review of alarms, verification of infusion set integrity, and user-guided infusion set replacement. Investigation of this case revealed no device malfunction or alarm condition and no confirmed infusion set failure, with hyperglycemia of unclear cause following a meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.